Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. In the absence of defective samples and returned photographs, the exact leakage location and defect condition could not be identified. Consequently, the root cause of the leakage cannot be determined. The plant will continue to track and monitor such defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, during the venipuncture procedure, backflow was observed, indicating a successful puncture. The steel needle was removed, the tourniquet was loosened, and the IV bag was opened; fluid and blood seeped out through the tail cap. The patient was reassured, and a new IV catheter was inserted.